Event description:
It was reported multiple sensing and pacing issues were observed via merlin.net transmission on a patient. Far field r-wave oversensing on the atrial channel caused an inappropriate mode switch. Multiple instance of pacemaker-mediated tachycardia occurred and were caused by retrograde p-waves. Far field p-wave oversensing caused ventricular pacing inhibition after pmts. Non-sustained lead noise episodes were detected due to the ventricular sensing issue. Programming changes were recommended. The patient was scheduled for device reprogramming.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.